Event description:
The catheter was placed with the usual technique. No resistance was met. The pt's blood pressure dropped, a pericardial-centesis was performed, which came back bloody. The pt's chest was cracked and the chest and pericardium were full of blood. A hole was noted in the superior vena cava. The anesthesiologist believes the vascu-sheath introducer was inserted too far into the pt.